Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, while removing the monopolar curved scissors (mcs), the tip cover accessory became caught in the port and was removed with long forceps. The same tip cover was then reattached and the procedure resumed. Subsequently, the tip cover was noted to be loose and fell into the patient. The surgeon removed the instrument; however, the tip cover was missing and could not be located in the port. A search was performed, and the missing tip cover was reportedly located and retrieved during the same procedure. The customer stated that the tip cover was retrieved intraoperatively by inserting a finger through the existing incision; no additional incision/cut or procedure was required. The surgeon noted the mcs may have collided with the assistant instrument, and there were times when the orange portion of the mcs was visible, suggesting the tip cover may not have been properly positioned at times. No lubricant was applied prior to tip cover installation, and no electrical arcing/sparking was observed. Because the tip cover was recovered, no post-operative imaging (e.g., x-ray or ultrasound) was performed to check for retained fragments, and no post-operative complications or return to hospital related to a retained foreign object were reported.

Manufacturer narrative:
The customer has disposed of the monopolar curved scissors (mcs) tip cover accessory; therefore, it will not be available for receipt or failure analysis evaluation.